Event description:
Pt presented to ed with acute mi, des placed in circ and lad. Three days later pt returned to ed with c/o chest pain. Both stents were found to be totally occluded. Both stents opened with ptca.